Event description:
Statement of the reported problem: this report is based on information provided by a philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the 989706001681 (tempus ls man defibrillator) indicating that the device's hardware failed during pacing during a training class. Functional testing: available details indicate that the device had exhibited symptoms of a critical failure and the customer was unable to use the device. When attempting to pace, the error message, "hardware failure (dpm)" appeared. The problem could not be replicated with the same lead cable, different lead cable, generator, and batteries. The customer was provided with a service exchange replacement device and removed the malfunctioning device from service. The device is not available for investigation due to a logistical limitation that is preventing the return of the device. When the limitation has been resolved and the device is returned to philips, the complaint shall be reopened to document further investigation. Confirmation: based on the information available and the testing conducted, the cause of the reported problem was a device failure. Further action decision: based on the information available and results of additional analysis, no further action is necessary at this time. Trending statement: the data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Closure & product disposition: the customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.